Manufacturer narrative:
Correction - forgot to add concomitant medical product and therapy date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator system was explanted due to infection. Patient was in stable condition following the procedure. No additional information is available at this time.